Event description:
It was reported that the customer woke up with high blood glucose levels, and when the infusion set was removed, the cannula was bent. The caller stated that the insulin pump never gave a no delivery alarm. Advised the caller that there may not have been enough back pressure for the alarm to go off. Advised the caller of the high pressure test, but he did not have the tubing clamp. Shipped a tubing clamp to the caller and advised to call back for the high pressure test. Called the father back since he never called in after getting the tubing clamp. There was no answer. Left message. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.